Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 dissecting tip would not screw on to the scope smoothly. The tip was very loose on the distal end of the evh scope. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There was blood detected within the entrance of the dissection tip. There were no other defects detected. The dissection tip was applied to a reference endoscope until tightly fastened. The dissection tip was not loose, but performed as designed. Based on the returned condition of the device, and the results of the investigation, the reported failure "fitting problem" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 dissecting tip would not screw on to the scope smoothly. The tip was very loose on the distal end of the evh scope. A replacement device was used to complete the procedure. The hospital did not report any patient effects.